Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received venaseal treatment of the great saphenous vein (gsv). IFU was followed with no issues reported. The procedure was completed as normal and the vein successfully closed. It is reported one-week post-procedure the patient presented with skin irritation in the form of hives on legs, arms and upper torso. The patient was prescribed a medrol dose pack and steroids which resolved the issue immediately and the irritation is reported to be fully resolved.